Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an alert/notification settings issue occurred. According to the patient, on (B)(6) 2025, the cgm reading was 70 mg/dl and later low (less than 40 mg/dl). The patient received no audio alert and the patient experienced weakness. Due to the weakness of the patient, a third-party intervention was needed by the daughter and their spouse, who treated the patient with glucose. No further treatment was reported to be needed. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that alert/notification settings. The product was evaluated. An exterior visual inspection was performed and no damage was found. Receiver charge and receiver boot was performed and passed. Data log analysis was performed and passed. Functional test results was performed and passed. Alarm/alert manual test was performed and passed. Speaker/vibrator resistance measured was performed and passed. Internal visual inspection was performed and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. Customer¿s complaint was undetermined due to insufficient information. The allegation was undetermined. The probable cause could not be determined as the allegation was not found. No additional patient or event information is available.